Event description:
This lead was repositioned on (B)(6) 2011 due to loss of capture and increasing thresholds. This lead remains actively implanted. Should additional info become available, this record was updated.